Manufacturer narrative:
A fracture of the re coil was found at 6.0 cm from the connector pin. This fracture is consistent with the observation from the field of high pacing lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was noted. The lead was explanted and replaced. The patient's condition is fine after the event.